Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Medwatch with identifier (B)(6) is aviva system, medwatch with identifier (B)(6) is nano system.

Event description:
Caller reported blood glucose results of 50 mg/dl and 75 mg/dl on aviva system, 70 mg/dl and 122 mg/dl on nano system within 10 minutes. Caller reported a separate comparison of 65 mg/dl on aviva system and nano result of 121 mg/dl. No adverse event was reported. A request was made for the return of the meter and strips, replacement sent.